Manufacturer narrative:
(B)(4). The analysis found that device (a) was returned in good visual condition and with one ecr45g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened properly during testing. Please note that when using a trocar, the instrument jaws must be visible past the trocar sleeve before opening the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device (b) was received for analysis with no visual non-conformances and with an ecr45g cartridge loaded in the device. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened properly during testing. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Please note that when using a trocar, the instrument jaws must be visible past the trocar sleeve before opening the jaws. Batch # k5950t (mfg date: 01/16/2013 exp date: 12/16/2017).

Event description:
It was reported that during a laparoscopic colectomy procedure the surgeon was handed the stapler and it was locked out; it would not open once in the trocar. They used the second like device and the first firing was successful and reloaded for the second firing when he was handed the device it was locked out like the first on and would not open. They used a third device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.